Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. The x-rays within the article were reviewed per wi 7915 no implant fracture or disassociation noted. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "a comparison of polyethylene wear in hips with cobalt-chrome or zirconia heads¿. Update 28 aug 2019. ¿a comparison of polyethylene wear in hips with cobalt-chrome or zirconia heads¿ was reviewed for MDR reportability. The study followed 70 patients with bilateral simultaneous total hip arthroplasties to determine the rate of failure and to compare polyethylene wear and osteolysis between an implant with a cobalt-chrome head with a poly liner and that of a zirconia head and poly liner. The average follow-up was 6.4 years. There were no cases of acetabular or femoral component loosening. Cementless depuy duroloc cups were used in all operations. In 30 of the cups, a single screw was used. All stems implanted were depuy, 35 were cement-less and the remaining 35 were cemented. Competitor cement was used. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: 1. Pain, decreased range of motion, osteolysis, late infection, deep vein thrombosis (none treated), dislocation, liner poly wear, metal head wear, and ceramic head wear.